Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned dermatitis due to metals (skin irritation). On (B)(6) 2015, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), rash ("rashes"), nausea ("nausea"), migraine ("migraine headaches"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), menometrorrhagia ("irregular period which involved heavy bleeding occurring up to twice a month") and polymenorrhoea ("irregular period which involved heavy bleeding occurring up to twice a month"). The patient was treated with oral contraceptive nos as well as surgery (essure removal, partial hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abnormal uterine bleeding, dyspareunia, menometrorrhagia, migraine, nausea, polymenorrhoea and rash to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: results: intact uterine occlusion devices; [ultrasound scan vagina] on (B)(6) 2015: results: not provided. On (B)(6) 2013: hsg: no evidence of contrast extravasation. Quality-safety evaluation of ptc: for essure: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The most recent follow-up information incorporated above includes data received on: 01-nov-2022: reporters information, patient dob and product indication added, action taken with drug, implant and explant dates were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted (lot no. A47949) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned dermatitis due to metals (skin irritation). On (B)(6) 2015, the patient had essure inserted (intra-uterine).essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), rash ("rashes"), nausea ("nausea"), migraine ("migraine headaches"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), menometrorrhagia ("irregular period which involved heavy bleeding occurring up to twice a month"), polymenorrhoea ("irregular period which involved heavy bleeding occurring up to twice a month") and cervicitis ("cervix-mild chronic cervicitis"). The patient was treated with oral contraceptive nos as well as surgery (essure removal, via hysterectomy with bilateral salpingectomy on (B)(6) 2021). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abnormal uterine bleeding, cervicitis, dyspareunia, menometrorrhagia, migraine, nausea, polymenorrhoea and rash to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: results: intact uterine occlusion devices. [Pathology test] on (B)(6) 2021: surgical pathology report: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cervix-mild chronic cervicitis endometrium: proliferative phase, myometrium: without diagnostic abnormality. Bilateral fallopian tubes: without diagnostic abnormality serosa: without diagnostic abnormality clinical information: pelvic pain tissue submitted: uterus with bilateral fallopian tubes. Gross description: a silver metallic coiled wire consistent with ligation device is present in each cornu. [Ultrasound scan vagina] on (B)(6) 2015: results: not provided. (B)(6) 2013: hsg: no evidence of contrast extravasation. Concerning the injuries reported in this case, the following one event chronic cervicitis was described in patient medical records. Quality-safety evaluation of ptc: for essure: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: medical records received and new physician's reporter, other health professional's, lab data, batch number and new event chronic cervicitis were included. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted (lot no. A47949) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned dermatitis due to metals (skin irritation). On (B)(6) 2015, the patient had essure inserted (intra-uterine). At an unknown time she experienced abdominal pain (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), rash ("rashes"), nausea ("nausea"), migraine ("migraine headaches"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), menometrorrhagia ("irregular period which involved heavy bleeding occurring up to twice a month"), polymenorrhoea ("irregular period which involved heavy bleeding occurring up to twice a month") and cervicitis ("cervix-mild chronic cervicitis"). The patient was treated with oral contraceptive nos as well as surgery (essure removal, via hysterectomy with bilateral salpingectomy on (B)(6) 2021). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abnormal uterine bleeding, cervicitis, dyspareunia, menometrorrhagia, migraine, nausea, polymenorrhoea and rash to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: results: intact uterine occlusion devices [pathology test] on (B)(6) 2021: surgical pathology report: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cervix-mild chronic cervicitis endometrium: proliferative phase, myometrium: without diagnostic abnormality. Bilateral fallopian tubes: without diagnostic abnormality serosa: without diagnostic abnormality clinical information: pelvic pain tissue submitted: uterus with bilateral fallopian tubes. Gross description: a silver metallic coiled wire consistent with ligation device is present in each cornu. [Ultrasound scan vagina] on (B)(6) 2015: results: not provided * (B)(6) 2013: hsg: no evidence of contrast extravasation. Lot number: a47949 manufacture date: (B)(6) 2012 expiration date: (B)(6) 2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.